Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 6 days after the start of the infusion, the user opened the pump module door and observed that the IV tubing was separated above pump segment. The separated tubing caused IV fluid to leak onto the nurse. No patient harm was reported.

Event description:
The customer reported that 6 days after the start of the infusion, the user opened the pump module door and observed that the IV tubing was separated above the pump segment. The separated tubing caused IV fluid to leak onto the nurse. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: baxter 100ml IV, bag of acyclovir in 5% dextrose lot: p375022, exp: august 2019. The customer¿s report of a separation at the top of the pump segment was confirmed. Visual inspection showed that the silicone segment was completely separated from the upper fitment. No crush marks were observed on the upper fitment. Further inspection of the separated silicone segment end showed o-ring indentations on the silicone segment indicating the retaining ring had been present at some point in time. There were no other anomalies observed. Functional testing was deemed unnecessary due to the separation of the tubing. Dimensional testing was performed on the pumping segment components and the tubing was within specification. The root cause of the failure was not identified.